Event description:
It was reported that the device exhibited an error code. There was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 9/18/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a error code 416727 displayed on the screen when turned on. The cause of the customer reported problem was a defective printed wiring assembly (pwa). Unable to access event history logs (ehl) due to the error code, and unable to perform testing at the time of booting up due to error code. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative downloaded the proper software, and replaced the motor and pwa board, and the pump passed all functional tests and performed as intended after repair.